Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Unit received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 at 7 pm with a high blood glucose level of 619 mg/dl. The customer had difficulty breathing and high ketones. The customer did not mention any form of treatment for their blood glucose levels. The customer was assisted with troubleshooting and the insulin up passed all test functions. However, the customer lost all confidence in their insulin pump and insisted on having their device replaced. The customer sent the insulin back for analysis.